Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) had the control mechanism (cord) broke off at the tip. There were no delays. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.